Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device that encountered significant resistance and appeared damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right posterior communicating artery with a max diameter of 5mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was normal. The landing zone (artery size) was 4mm distal and 4.3mm proximal. Dapt (dual antiplatelet treatment) was administered with a platelet reactivity units (pru) level of "routine." The angiographic result post procedure was normal. No images are available for review. It was reported that after the catheter was positioned, the stent was introduced. During advancement, slight resistance was encountered in the distal segment initially, and the resistance increased during the latter half of the advancement. After the device entered the middle portion of the softer segment of the catheter, the stent delivery wire could no longer be advanced. Attempts were made to stabilize and advance the guiding catheter and intermediate catheter to improve support, but the stent still could not be advanced within the catheter. A problem with either the catheter or the stent was suspected, so both the stent and the catheter were withdrawn together. A new pipeline and marksman were then used for delivery, and the procedure was completed successfully. The discarded device was pushed out for inspection. The stent showed abnormal morphology, with a discrepancy between the proximal and distal diameters and the presence of burr-like irregularities. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label).